Event description:
Patient was being transferred from the bed to the 9sl manual wheelchair. Patient's leg became caught on the leg of the wheelchair. Patient sustained a laceration to the left leg requiring sutures. No malfunction of the wheelchair alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model 9sl, serial number/date code and age of product are unknown. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The user is a (B)(6) female who (B)(6). User resides in a facility, (B)(6). The users medical condition, stability and medication regimen are unknown. The users technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.